Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The piab injuries board reported that the patient was implanted with a stryker knee in (B)(6) 2017 and this was reported to have failed in (B)(6) 2018 requiring revision surgery.